Event description:
On 8/26/93, at 0915, rn started foley removal. Used 12 cc syringe to port and removed 5 cc sterile water; repeated with no water return; gental attempt at slipping catheter out was not successful; attempted to remove sterile water from port, again unsuccessful. Snipped tip of port with release of 1 cc water. Catheter still wouldn't slip out. Another rn was summoned and used needles and syringe at port canal with no water return. A third rn was unable to remove. Md summoned and gently removed foley. The balloon was still inflated approx 2 cm. There was no known pt injury. Foley had been in place approx 34 hrs in this post c-section pt.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.